Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Event date: exact date of when the screw broke is unknown. (Other): UDI # (B)(4). Implant and explant dates: screw broke during procedure. Device was not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Concomitant products: therapy date of concomitant part is unknown. Initial reporter contact number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 04.503.104.04s, lot # 9962183. Manufacturing location: (B)(4), manufacturing date: may 27, 2016, expiry date: may 01, 2026. Article was sterilized by supplier (B)(4) with lot number 9962183. Lot of (B)(4) pieces was released after sterilizing procedure. Neither deviation nor any non conformance reports were marked in this document. Device history records review was completed for part #: 04.503.104.20, lot#: h036052 (non-sterile). Manufacturing location: (B)(4), manufacturing date: feb 10, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, during the closing of the cranial surgery while fixing the plate it was found that the tip of a screw was broken. The surgery was completed using another screw. Broken fragments were removed and did not remain in the patient. There was no adverse consequence to the patient and no additional information was provided by hospital. There was no surgical delay reported. Concomitant device: plate (part # unknown, lot # unknown, quantity: 1). This report is for one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 04.503.104.04s, lot number 9962183). The subject device was returned with the complaint condition stating two screws from a four pack, were returned. Visual return inspection showed that one screw tip is broken. Microscopic investigation has confirmed that one tip section does show a broken surface. Both screws do show dents on the flanks of the edges by the tip. The second screw was noted as only dented; no breakage was noted. The complaint is confirmed. Based on those seen dents, it is most likely that both returned screws were used during the cranial surgery. No non-conformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing related deviation could be found. No definitive root cause could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.